Event description:
Patient was under general anesthesia for a hysteroscopy with essure sterilization. The surgery involves placing an essure device in the right and left fallopian tubes. The hysteroscopy was in progress and the first sterile essure insert (ref # ess305, lot # b09705) was opened. When the surgeon examined the insert, she noted it was bent at the tip. The insert was replaced with a second insert from the same lot number, opened, inspected and deployed without incident. No harm to the patient.======================manufacturer response for sterilization, essure (per site reporter)======================n/a as the device has not been returned to the manufacturer yet. The product rep is supposed to retrieve the device within the next week.